Event description:
A customer reported that the pump battery would not charge, despite using a tandem charging cable and attempting to charge it via a wall outlet. There was no adverse impact to the customer's blood glucose level. The customer tried different wall outlets, a different wall adapter, and a different charging cable, but the issue persisted. Customer reverted to an alternate method of insulin therapy.